Event description:
The user reported that the catheter was placed in the pt on (B)(6) 2012. The pt later returned to the clinic with the catheter fractured / separated from the plastic connector. No harm or injury was reported. The user did not provide a lot number.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A review of the device history record and complaint database could not be performed as the user did not provide a lot number. A f/u report will be submitted when the investigation has been completed.